Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use the driver lost power and the io-access could not be placed. The battery led was green during use. There was no back up driver available. There was no reported patient injury.

Event description:
It was reported that during use the driver lost power and the io-access could not be placed. The battery led was green during use. There was no back up driver available. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light displaying. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05384) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 4.01s. Insertion 2: 3.69s. Other remarks: insertion 3: 3.5s. Hard profile (105 lbs/ft3). Insertion 1: 9.13s. Insertion 2: 9.2s. Insertion 3: 9.15s. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The certificate of conformance was not available for serial number (B)(4). However, this serial number was manufactured in 2009. Corrective action is not required at this time as no problem was found with the returned sample. The customer reported issue of the ez-io driver losing power during use was not confirmed during the sample investigation. Functional testing was performed on the returned driver and no issues were identified. As no issues were identified no further action will be taken at this time.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn # unknown) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance could not be performed as the driver serial number was not provided. Since the ez-io driver 9058 (sn # unknown) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that during use the driver lost power and the io-access could not be placed. The battery led was green during use. There was no back up driver available. There was no reported patient injury.